Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was showing the, "air-in-line," alarm with no air present. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion seal to be lifting and a damaged air in line detector. Functional testing was able to duplicate the reported problem. It was determined that the air in line detector was the root cause. The air in line detector and the downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.